Manufacturer narrative:
A review of the device history records and inspection records was conducted and no similar concerns were found. Based on the video and image provided, it could not be confirmed that the legs did not fully open. Although it appears two legs are crossed in the image, without a lateral view that cannot be confirmed. It is also unlikely that the customer could have deployed over the wire if the legs were crossed, as the filter would not likely have fed over the wire in that condition. The video shows the filter deploying and immediately tilting. However, without contrast images to show local venous structures, it is unclear if it tilted because of falling into a renal or gonadal branch or other patient-specific physiology.

Event description:
The filter was implanted via the jugular vein in a patient before spinal surgery, at the moment of release the filter was pushed to one side, therefore the filter was distorted and had to be rectified with a pig tail 5fr. When looking at the images, the user realized that the filter legs did not open completely.